Event description:
It was reported that the artificial urinary sphincter (aus) device stopped working. Upon device removal, it was noticed the silicone balloon was completely detached from the hub/port of the device, possibly due to the balloon space was so tight that it caused excessive pressure. A surgical procedure was performed to replace the system. There were no patient complications.